Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: device patch with lot number 3167302 and catalog number trf-485. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture". Healthcare professional later reported capsular contracture, baker grade ii. This record is for the left side. Device was explanted and replaced by non-abbvie devices. Device will not be returned.

Event description:
Patient reported "rupture". This record is for the left side. Device was explanted. Device will not be returned.

Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to d6a: implant date was reported as 2019.